Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. A 10/3.50 flextome cutting balloon was selected to be used to treat the coronary artery. During procedure, it was noted that the balloon ruptured. The device was completely removed from the patient. The procedure was not completed as same device was unavailable. No patient complication were reported and patient's condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The device was attached to an inflation device, subjected to positive pressure and liquid was observed to be leaking from a pinhole over the distal markerband. A visual and microscopic examination observed no damage to the tip, blades or markerbands. All blades were present and fully bonded to the balloon surface. No other issues were noted during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 10/3.50 flextome¿ cutting balloon¿ was selected to be used to treat the coronary artery. During procedure, it was noted that the balloon ruptured. The device was completely removed from the patient. The procedure was not completed as same device was unavailable. No patient complication were reported and patient's condition was good.